Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective buffer valve. The fse replaced the buffer valve to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high ise (ion-selective electrode) patient results on their au5800 chemistry analyzer. The erroneous results were not reported out of the laboratory; hence, there was no change to patient treatment or injury associated with this event. The customer did not provide data for review.